Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had an autofill failure on start up in the ICU. The customer called from the cardiac cath lab where the pump had been taken after autofill failure. The safety disc and its connections were tight and the helium tank was fully open. There was no liquid visible in the drain port. The customer does not have a training balloon they can connect for checking the pump after I had her attempt 3 successive autofills in case there was a vapor lock. The iabp was taken out of service. No known patient effects as a second console was used. The iabp was taken to the biomed.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The cause of this is moisture build up. The iabp performs an automatic condensation removal procedure upon occurrence, but most likely the end user tried to run and fill without zeroing pressure first. The stm had no problem autofilling or running the unit on a trainer. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had an autofill failure on start up in the ICU. The customer called from the cardiac cath lab where the pump had been taken after autofill failure. The safety disc and its connections were tight and the helium tank was fully open. There was no liquid visible in the drain port. The customer does not have a training balloon they can connect for checking the pump after I had her attempt 3 successive autofills in case there was a vapor lock. The iabp was taken out of service. No known patient effects as a second console was used. The iabp was taken to the biomed.